Event description:
It was reported that the user¿s cartridge became loose and the user reinserted the cartridge into the ilet without performing a rewind while still connected to the body, after which customer care instructed the user to disconnect, remove the cartridge, rewind the pump, confirm cartridge level, complete fill tubing, and safely reconnect, with blood glucose noted at 130 mg/dl. No reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to failure to follow instructions, and inserting the cartridge without rewinding while connected to the user. It was concluded, based on established findings for similar reports, that the cause was improper or incorrect procedure or method by the user.